Event description:
It was reported that this patient with a cardiac resynchronization therapy defibrillator (crt-d) exhibited high right ventricular (rv) and left ventricular (lv) thresholds. It was noted there was intermittent loss of capture on the non-boston scientific lv lead. The physician has resolved the issue and thresholds are now lower. At this time, the device system remains in service. No adverse patient effects were reported.